Event description:
It was reported that, there was a burning smell. The fibers and the debris shield were found to be burnt. It was noted that this fiber had been used for 8 times. The procedure was completed using a non-bsc device. There were no patient complications. This complaint refers to the console.

Event description:
It was reported that, there was a burning smell. The fibers and the debris shield were found to be burnt. It was noted that this fiber had been used for 8 times. The procedure was completed using a non-bsc device. There were no patient complications. This complaint refers to the console burning smell.